Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized.

Event description:
It was reported to the MFR that the vns pt's device revealed high lead impedance during diagnostic testing approx a week after implantation surgery. Diagnostics were within normal limits at implantation surgery. Review of x-rays by the MFR revealed possible incomplete pin insertion into the generator connector block. It was later indicated that the device was explanted per pt's parents' request with no plans for replacement. No report of any pt manipulation or trauma to the device. Good faith attempts to obtain add'l info regarding the reported event have been unsuccessful to date.